Event description:
It was reported that the patient underwent tympanoplasty on an unknown date and suture was used. Following the procedure, the patient developed an abscess and suture spitting from the closed incision. The suture was placed under the skin, but it is unknown if it was subcutaneous or subcuticular placement. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The packaging was visually inspected and no defects were observed. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: (B)(4). In addition, a review of the batch manufacturing records for the possible batch number (B)(4) was conducted and the batch met all finished goods release criteria. Batch (B)(4), mfg date: 03/27/2014, exp date: 01/31/2019.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The packaging was visually inspected and no breaches were observed regarding the sterile barrier tyvek pouch. Packaging was intact and did not show signs of damage. Additional info: batch gk5209, exp date 07/31/2018.